Event description:
The customer states that they are getting a result of 0.8 ng/dl when running a pt sample on the axsym digoxin ii assay. And when running the same pt sample using the axsym digoxin iii assay, they are getting error code 1113 (invalid test result, read value). There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.